Event description:
The following has been reported: nurse reported: information reported on (B)(6) 2026 by pt, b/c their clothes were wet. IV site had 2 infusions connected. Chemo in one line. Ivf's turned off in other line. Fluid was leaking from the distal port of the ns IV ( but it was clamped off-so one would then assume that the chemo was backing up into the ns line thru the distal port. Case #2-- leucovorin connected to clave. Distal port on tubing was found to be leaking. Had to remove and reprime. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: administration set leak (external part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.